Event description:
The MFR's rep reported the pt reported still having some pain, and was not getting good dosing. The pt underwent a catheter revision. Intraoperatively, the physician decided to do an MRI and identified either a mass or an infection. The pt was placed on antibiotics, and conclusive results and final outcome are unknown. Additional information has been requested from the pt's physician regarding the reported event, and a follow up report will be sent when new information is rec'd.